Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency. It was reported trial patient that they had been experiencing consistent bleeding from the incision site every time they move since the procedure was done, so much so that they had to go to the ER via ambulance. Trial patient also stated they believe that the leads have moved because they are not doing what they are supposed to be doing and the stimulation has been causing pain down the length of leg. Then on (B)(6) 2019, trial patient stated that they have not been tracking symptom data, as the device was causing them too much pain this last week. Trial patient stated that they didn't think that the device was working properly as they were in so much pain. No further complications were reported or anticipated.